Event description:
It was reported that during the insertion of the band into the trocar, using the extender tab, the tubing broke away from the band. Another band was opened and procedure was completed.

Manufacturer narrative:
(B)(4). (B)(4). Catheter and band separation. Evaluation summary: the band/balloon with suture and no catheter and 60cm of catheter with one-way valve attached were returned for analysis. The band was observed to be torn near catheter connection. A leak test was performed on the balloon with successful result. No leak was found. While it is not possible to draw definitive conclusion regarding root cause, it is noted that the product's instruction for use (IFU) cautions against the damage to any part of the band. It may be tentatively suggested that the catheter may have been damaged when positioning the band through the trocar. A DHR was performed and no discrepancies were noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. At this time there is no observable trend related to this event.